Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient was revised due to right knee pain. Patient has had a total knee arthroplasty with attune knee implants. The surgeon and original implant date and hospital are unknown. Pt x-rays shows a slight collapse of the medial tibia. A bone scan was done and it showed loosening of the tibial component. Revision surgery was scheduled. During surgery the poly insert was removed and the tibia tray was noted to be loose. The tibial tray was removed. It was noted that the femoral component and patella are well fixed. The tibia was then prepped for an attune revision stem, sleeve and tibial tray. We trialed inserts and settled on a 10mm insert. Implants were assembled and implanted. It was noted that the patient had excellent range of motion and stability. Doi: unknown. Dor: (B)(6) 2024. Affected side: right knee.